Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and ¿some numbing agent¿ via an implanted pump. The reporter did not know the name of the second drug in the pump. The indication for pump use was non-malignant pain. On (B)(6)2019 the patient¿s friend/family member reported that the patient¿s pump began alarming in (B)(6) 2019. Per the reporter, the patient moved to another state and was supposed to have a pump refill on (B)(6) 2019. The patient flew back to their previous state to make an appointment with the doctor, but then was dismissed from that doctor for being negligent. Per the reporter, the pump was empty in (B)(6) so the patient probably went through withdrawal, but the reporter couldn¿t confirm that. She was initially wondering if they should seek emergency care and then later wanted to know how the patient should go about getting the pump removed. No further complications have been reported as a result of this event.